Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection / double stapling, the surgeon clamped the tissue and pushed the green button, however could not fire the device. The display showed a graphic of a cartridge with "0". The procedure was completed with manual suturing. Patient status: alive - no injury.